Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the intervention. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, it is unknown what caused the neurological deteriorations and the hemorrhages. It is possible that the hemodynamic changes induced by the embolization may have contributed to the reported events. There is no evidence suggesting that the liquid embolic material was defective, but rather the adverse event was likely caused by the procedure, the anatomical location that was being embolized and the patient¿s baseline condition. Neurological deteriorations and hemorrhages known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked event: 2029214-2017-00819, 2029214-2017-00822.

Event description:
Citation: ¿embolization of intracranial arteriovenous malformations with ethylene-vinyl alcohol copolymer (onyx)¿ v. Panagiotopoulos, e. Gizewski, s. Asgari. Ajnr am j neuroradiol. 2009 jan;30(1):99-106. Doi: 10.3174/ajnr.a1314. Epub 2008 oct 8. Medtronic received report that 82 consecutive patients (41 males and 41 females; mean age, 44.2 years; range, 15¿85 years) with intracranial avms who were treated by endovascular embolization with onyx between july 2002 and january 2008. 1 case of a slight arm paresis, 1 apraxia of the upper limb, 1 case of discrete ataxia, 1 case of third nerve palsy, 6 visual field deficits, 5 cases of postinterventional hemiparesis and 1 case of lower limb paresis, 6 intracerebral hemorrhages, 1 intraventricular hemorrhage, 3 subarachnoid hemorrhages, 3 infarcts/perfusion deficits.